Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water level sensor was bad. The issue happened during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem of ¿water level sensor bad¿, was not duplicated. The root cause was unknown, the most probable cause is the customer was using a metal probe to depress float switch. No action taken; the float switch performed correctly contrary to the customer complaint. Preventative maintenance was performed, and the device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.